Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to an elevated sensing integrity count (sic) and abnormal variations in rv bipolar and tip-to-ring impedance values. It was noted the rv lead exhibited a high pacing threshold, along with non-physiologic intervals and episodes with noise spikes. The rv lead remains in use. No patient complications have been reported as a result of this event.